Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5594 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department with a transcutaneous pacemaker and isuprel IV drip in place. Loss of capture and decrease impedance values noted on the ventricular lead. The lead was reprogrammed at that time and one day later the lead was removed and replaced. No further patient complications were reported as a result of this event.